Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The device was returned to the manufacturer service center regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information in relation to a dreamstation auto CPAP unit where the customer status loud noise. The device was returned to a third-party service center. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation where action taken to correct them. The device operating software was upgraded and also passed final test. There were no other errors found. The third-party service center was unable to confirm the complaint.